Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation with information inadvertently left out. Additionally, to provide a correction to the initial (d9 and h3). The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was not confirmed. The complete evaluation results are as followed: no deficiencies have been identified. A device condition check has been completed with no anomalies noted without requiring any repair. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon's "posed a risk to the procedure (opinion from a doctor)" occurred due to the device malfunction. However, the root cause of the phenomenon could not be specified. Additionally it is possible the phenomenon "the image disappears" and the phenomenon "error code e226" occurred due to poor contact of the endoscopic adapter because no abnormality was identified in device in question. The root cause of the phenomenon's could not be determined. The event can be prevented by following the instructions for use which state: [5.3 connection of an endoscope] "make sure that the scope connector and its electrical contacts are completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and video system center may malfunction." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the visera elite iii video system center screen cut out several times during the operation, there was an error message during this shutdown (e226 scope communication error), the surgeon communicated that the image reappeared once the error message had been validated. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
Establishment name: (B)(6). To date the device has not returned to olympus for the reported event ¿screen cut out several times during the operation, there was an error message during this shutdown (e226 scope communication error).¿ the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.